Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported erratic blood glucose readings from 40-400 mg/dl three days in 2008. She stated her symptoms were feeling sweaty, weak, and having a body odor. She stated she treated her readings by bolusing insulin by injection and using her insulin infusion device. She stated her readings returned to normal in 2008. During troubleshooting, the patient stated she stopped taking some prescribed medication for pain two days prior. She stated she had an MRI last week which shows she has a serious back injury. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.